Event description:
Customer reported high blood glucose readings of 421 mg/dl despite a set change. The drive support cap was noted to be slightly recessed. It was noted that the piston of the insulin pump went the opposite way pushing the back portion of the infusion set out, resulting in the high blood glucose readings. Customer has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump was received with a detached end cap, cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. The functional tests could not be performed due to the detached end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.